Event description:
At approx 1825 on 6/11/97 the infant's mean arterial pressure was 21. Oxygen saturation 95%. Imed beeping total volume infused on dobutrex. Rate noted at 189 cc/hr. Caregiver questioned re: rate. Caregiver stated rate should be 1 cc/hr. Rate changed to 1 cc/hr on imed. Cuff blood pressure 48. At 1910 the IV's on the imed were checked. The buretrol containing dobutrex was empty. Volume infused per pump was 60 cc.